Event description:
The complainant reported that during impella 5.5 support, a flow saturation condition was observed overnight. During this time, the aortic and left ventricular pressure signals appeared to be reversed, and the difference between maximum and minimum flow was reduced. The condition resolved spontaneously, with improvement in waveforms and hemodynamic parameters. Device position was assessed and confirmed using imaging. The device continued to provide support during this time. At the time of this report, the patient remains on impella 5.5 support. No signs or symptoms of patient injury or patient harm have been reported in association with this event.

Manufacturer narrative:
A4 weight is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information was received that reports the device will not be returned for investigation.